Event description:
On (B)(6) 2025, the user reported frequent low blood glucose (bg) events following a recent ilet reset, likely caused by overtreating lows and inaccurate meal announcements. The lowest blood glucose (bg) recorded was 39 mg/dl, and the highest was 293 mg/dl. The user treated the low bg with fruit snack. Bg was corrected with the ilet for highs. The user's reported symptoms during the low included nervousness, shakiness, fatigue, and seeing flashing white lights. No medical intervention was reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.